Manufacturer narrative:
This case, with patient identifier (B)(6) (test strip lot 497531), is related to case with patient identifier (B)(6) (test strip lot 497621).

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 490 mg/dl (test strip lot 497621; system 1), 360 mg/dl (test strip lot 497531; system 1), 127 mg/dl (test strip lot 497531; system 2), and 122 mg/dl (test strip lot 497531; system 1). No adverse event reported. Return of the suspect device was requested for evaluation.